Manufacturer narrative:
The doctor's assistant filled all four wells in the tray and did not identify the primer or adhesive. Therefore, the doctor could not differentiate between primer or adhesive. He does not know whether or not he used primer or adhesive, or if he used both. He is also not sure which one he used first. He may have mixed up the two components. The actual product involved in this incident as well retain samples were evaluated for adhesive strength and were found to meet product specifications. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure. The patient did not swallow any debonded material and the patient is doing fine.

Event description:
On (B)(4), 2011, a doctor reported that one patient experienced two bond failures within 24 hours.